Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac vessel. A 5.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0 x 40 75cm mustang balloon catheter. No patient complications nor injuries were reported.